Manufacturer narrative:
Initial reporter phone: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve was displaced preventing the dilator from advancing. Before the sheath was inserted into the patient¿s body, when dilator was going to be inserted into the vizigo, the physician complained that it was astringent and difficult to enter. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. Hemostatic valve separation is MDR-reportable. Resistance with sheath is not MDR-reportable.

Manufacturer narrative:
On 25-jul-2022, bwi received additional information regarding the event. There was no physical damage on the sheath/sheath valve or dilator. There was no occlusion when irrigating the sheath. The sheath was not either narrowed, partially blocked or completely blocked. The dilator was still able to be moved through the sheath and it was not stuck. Additionally, the product itself was received by the bwi product analysis lab on 29-jul-2022. The product investigation was subsequently completed. Device evaluation details: visual analysis revealed no damage or anomalies on the sheath and the dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. The returned sample was connected to a syringe with water, and no leakage was observed. Then the functional test of the side port was performed, and no issues regarding hemostatic valve separation were observed. A device history record evaluation was performed for the finished device number 00001949, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. Due to the resistance issue, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-sep-2022, bwi received additional information indicating that the hemostatic valve was not damaged/separated. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).